Event description:
It was reported to medtronic neurosurgery that a patient was having an allergic reaction to the products. According to the report, the patient has an auto-immune disease.

Manufacturer narrative:
The device has not been returned to the manufacturer as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies. The instructions for use that accompany the device caution that accompany the device caution that "the patient may rarely exhibit a reaction due to sensitivity to the implant."